Manufacturer narrative:
(B)(4). Reference exemption number e2017029.

Event description:
After the plate was implanted into the patient it was discovered the plate pulled away from the bone. When the doctor removed the device from the patient the screws were still locked into the plate, and the plate was intact.

Manufacturer narrative:
An investigation was performed on the basis of complaint statistic as no device was retuned for evaluation. The complaint percentage falls within the design risk limits adhered to at klm. During the investigation the product lot number provided was reviewed in the device history records. The DHR review showed no discrepancies or anomalies. The root cause for the failure cannot be determined due to no device being returned. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted.